Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The treating doctor indicated that pre-treatment records demonstrated an incipient lesion, and the treating doctor did not consider that this event related to the use of our product. The "incipient lesion" continued to grow as the pt was under treatment using our product. There is no evidence to support or oppose, that the pts use of our product contributed to the growth of the lesion, and/or to the pts diagnosis of oral cancer. Since our product was being used prior to the time of the diagnosis, this event is being reported.

Event description:
The symptoms reported by the pt were lesions/ulcerations on the palate near the area of the right canine. The pt reported visiting or oral surgeon due to the reported systems, who monitored the progress of the lesion and prescribed a biopsy. The biopsy results was a diagnosis of oral cancer. The treatment was discontinued on 7/17/2013. The treating doctor indicated that pre-treatment records demonstrated an incipient lesion. The "incipient lesion" was present prior to the start of treatment, but the lesion continued to grow while the pt was under treatment. The treating doctor did not consider that this event related to the use of our product.